Event description:
The power PICC was power injected and then if flipped up into the right jugular. The power PICC was then repositioned, and remains in the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. Chr showed no other similar product complaint(s) from this lot number.